Manufacturer narrative:
(B)(4).

Event description:
The pt was "electrocuted" by her freezer in (B)(6) 2010. After that, she felt "electric discharges" when she touched metal an uncomfortable sensations even when her implantable neurostimulator (ins) was turned off. The ins was explanted and not replaced. The pt stopped experiencing the uncomfortable sensations but also experienced a return of her pain. A follow-up report will be sent if additional info becomes available.